Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of metal/ coiled piece of metal obstructing the proximal lumen'), embedded device ('piece of metal embedded in the myometrium of the cornu') and endometritis ('chronic endometritis') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, anxiety, menorrhagia, oligomenorrhea, atrophic vaginitis and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and device expulsion ("piece of metal embedded in the myometrium of the cornu"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and robotically-assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, pelvic pain and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion, embedded device, endometritis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 2 and 3 processed together. Pif and medical record received. Event medical device removal was updated to piece of metal embedded in the myometrium of the cornu. Events added-coiled piece of metal obstructing the proximal lumen, chronic endometritis, partial device expulsion, pain, . Medical history and reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of metal/ coiled piece of metal obstructing the proximal lumen'), embedded device ('piece of metal embedded in the myometrium of the cornu') and endometritis ('chronic endometritis') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, anxiety, menorrhagia, oligomenorrhea, atrophic vaginitis and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and device expulsion ("piece of metal embedded in the myometrium of the cornu"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and robotically-assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, pelvic pain and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion, embedded device, endometritis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.